Event description:
It was reported that during a case, there were inaccuracies when using the spine guidance software. The navigated instruments were showing 1 centimeter too deep.

Event description:
It was reported that during a case, there were inaccuracies when using the spine guidance software. The navigated instruments were showing 1 centimeter too deep.